Manufacturer narrative:
Pump unable to prime during prime test due to faulty force system sensor. Unable to perform the occlusion test due to prime anomaly. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is cracked and loose. Customer also indicated that their blood glucose levels have been elevated. Customer does not recall any significant events leading to the error. Customer's blood glucose was 288 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.